Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Patient information was not provided.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿clinical teams report an increasing number of channel disconnect, communication, and device shut-down errors while using the bd carefusion large volume/syringe pumps. The issue occurs during pump movement and while stationary. While the errors are similar to those reported in the recent recall notifications, bd has audited our centralized pump cleaning and maintenance process with no conclusive findings. The affected equipment is free of the damage and iui corrosion noted as cause in the recall. The pumps are approximately six years old and well within the expected service life. Current mitigation include rescue code medications near bedside, increased monitoring/surveillance/maintenance, staging emergency backup pumps on the units, and coordination between clinical, patient safety, and support staff." No other information is available; no customer information is provided or available.

Manufacturer narrative:
Additional information added: revise e4.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿clinical teams report an increasing number of channel disconnect, communication, and device shut-down errors while using the bd carefusion large volume/syringe pumps. The issue occurs during pump movement and while stationary. While the errors are similar to those reported in the recent recall notifications, bd has audited our centralized pump cleaning and maintenance process with no conclusive finings. The affected equipment is free of the damage and iui corrosion noted as cause in the recall. The pumps are approximately six years old and well within the expected service life. Current mitigation include rescue code medications near bedside, increased monitoring/surveillance/maintenance, staging emergency backup pumps on the units, and coordination between clinical, patient safety, and support staff." No other information is available; no customer information is provided or available.